Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed information regarding the report, and was provided conflicting information as to whether or not a complete loss of image occurred. However one reporter claimed that during a diagnostic colonoscopy the light became dim, and the user then attempted to switch the setting on the light source from auto mode to manual mode, and the bulb then burst. The light source was returned to olympus for evaluation. The evaluation found broken glasses inside the unit. Additionally, the turret lens was cracked, and the lamp housing shield was damaged. The returned light source has a non-olympus lamp. The evaluation revealed that the spare lamp was working appropriately. During the evaluation, there was no confirmation of complete loss of image. The light source was activated for one hour without issue observed. The score socket was slightly worn due to usage. The unit is being serviced and will be returned to the user facility. The device instruction manual advises users to only use olympus xenon lamps in the clv-180. This report is being submitted as a MDR in an abundance of caution.

Event description:
The user facility reported that during an unspecified diagnostic procedure the xenon bulb exploded and the spare lamp did not power on, resulting in a complete loss of image. There were no fragments reported to have emerged from the device. The patient was reportedly transferred to another room to complete the procedure. There was no patient injury reported.